Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was explanted a month or so prior to the report due to a suspected infection. However, the reporter stated that it was found afterward that the patient did not have an infection. It was noted that the patient was planning on getting a replacement on the following day. The pocket was described as never healing and a pin hole area with pus or drainage. It was noted that there was clear drainage from the battery implant site. The reporter noted that the battery was functioning normally and that no elective replacement indicator (eri) or end of service (eos) was reached. It was noted that the patient was in continuous mode. The patient had a new battery placed and was receiving effective therapy with no further complaints.

Event description:
It was reported the patient¿s implantable neurostimulator (ins) explant was tomorrow. It was unknown why the ins was being explanted. They were trying to ¿save the lead.¿ no outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).